Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 53/3 alarm noted during testing. However, pump error 53 alarm found in pump history. Unable to determine the root cause, problem isolated to electronic assembly. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the pump trace download.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a replace now battery alarm, the main arm cannot communicate with the motor arm and software error detected. The customer¿s blood glucose level was 121 mg/dl. The customer stated that they had software error detected twice and was cleared. The customer was able to complete pump rewind. Customer reported that they did not receive a low battery alert prior to the replace battery alert. The second occurrence of replace battery alert or replace battery now without a low battery warning. The customer declined troubleshooting for high blood glucose. The customer was advised that the pump will need to be replaced. The customer was advised that the pump requires brand new or fully charge batteries to work effectively. The insulin pump will be returned for analysis.